Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and the additional event information received. The device was received in a condition making evaluation impossible. However, because quality's examination may not conclusively confirm or disprove the report of infection, quality accepts the physician's observations of such as the reason for surgical intervention. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, quality concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5208141. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information, possible infection. Additional information received from the physician stated "right cylinder was not in correct position. CT shows focal buckling of the right cylinder at the level of the penoscrotal junction. Patient is here for revision surgery, repositioning of his right cylinder, and evacuation of seroma-hematoma. Excision of scrotal scar."

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.  Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.   (B)(4). Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. Exemption #e2006011.

Event description:
According to available information, possible infection.